Event description:
The reporter states that the surgeon attempted to insert an aa4203tl toric silicone single piece lens and the lens tore. There was no patient contact. This is one of two lenses used on this patient - see MFR report # 2023826-2007-00416.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.